Event description:
The manufacturer was contacted in reference to a thermal complaint on a everflo. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the contamination in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to contaminated at the silicon tube, pressure regulator is damaged, flowmeter is cracked, manifold is contaminated. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for evaluation. The device was evaluated. The device was found contaminated at the silicon tube, pressure regulator is damaged, flowmeter is cracked, manifold is contaminated. In conclusion, the customer's complaint was confirmed that the parts of the device were replaced.

Manufacturer narrative:
A device was returned to a third-party service center in reference to a burning smell coming from the device. During the evaluation of the device at the third-party service center, the device was visually inspected and repaired. There was no thermal product problems discovered and there was no reportable product malfunctions reported in the evaluation. There was no patient harm or injury associated with this complaint and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the available information, there is not enough evidence to indicate this issue is reportable. If additional information is received a supplemental report will be filed.